Event description:
It was reported that the stent broke during removal. Add'l info has been requested but not yet received.

Manufacturer narrative:
The sample was returned for eval noting a substantial amount of stone on the broken stent. The lot number is unk; therefore, no review of the device history record could be performed. However, a review of the mfg records for this product family indicates nothing that could have caused or contributed to this event. The most probable cause of the broken stent is unrelated to the mfg process. In the instructions for use, the warning section states in the method for use for stents: "do not forcibly insert or remove the stent. It may injure pt or/and damage this product". It also states: "if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter". Pt (B)(4).